Event description:
The patient contacted animas on (B)(6) 2013 reporting that they have been in the hospital from (B)(6) 2013 for diabetic keto acidosis. The patient stated that they were found unconscious by a family member and taken to the hospital. Their blood glucose (bg) at admission was 700mg/dl. The patient stated that their healthcare professional said that the pump is not working and to have it replaced. The patient is on an old pump and off the current pump and waiting a replacement pump. There was no battery in the pump so unable to troubleshoot. This report is being made due to alleged bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: the black box shows on eaw 150 ¿auto off timeout->pump suspended¿ on 07/08/2013 05:38. No basal or bolus deliveries were made between the auto off alarm and 07/08/2013 22:22. The total daily dose prior to the event add up correctly. No alarms related to the complaint noted in the alarm history; only typical usage observed. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.